Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the flow module's light emitting diode displayed solid yellow when in the perfusion screen. As a result, an alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.